Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited multiple false episodes due to undersensing. Review of the episodes indicated possible electromagnetic interference ¿ emi. It was noted that the false episodes were most likely due to positional issue.

Event description:
New information noted that the patient works around heavy equipment.